Manufacturer narrative:
Zoll has not yet received the autopulse battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse lithium ion battery (s/n: (B)(4)) displayed a red led less than one minute after charging in the multi chemistry charger. Despite multiple attempts to charge the battery, the reported issue continued. According to the reporter, the battery is typically checked every 15 days. There was no report of patient involvement.